Manufacturer narrative:
Sultan I, brown e, gonzalez f, et al. Thoracic endovascular aortic repair for type b aortic dissections in patients with marfan syndrome. Aorta (stamford). Published online january 26, 2026. Doi:10.1055/s-0043-1774532 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'thoracic endovascular aortic repair for type b aortic dissections in patients with marfan syndrome. A valiant navion stent graft was implanted during tevar of a residual tbab. The navion was deployed within an existing non mdt graft, extending to just above the celiac artery. Ultrasound post implant and arteriography confirmed proper graft positioning, true lumen expansion, and preserved visceral perfusion. Approximately 4 moths post the index procedure, imaging revealed an expanding abdominal aortic aneurysm, which was repaired with an unknown manufacturers 24 mm × 12 mm bifurcated graft and bilateral bypasses to the internal and external iliac arteries. Postoperative recovery was uneventful, and the patient was discharged on postoperative day 3. The cause of the expansion was not reported.